Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bevel area of the bd insyte-n¿ autoguard¿ shielded IV catheter tip is bubbled and the tip is frayed. It was also reported that there is difficulty penetrating the skin, no or very little flashback, and veins are blowing. The following information was provided by the initial reporter: material no.: 381511 batch no.: 8275532 it was reported that the bevel area of the catheter tip is bubbled and the tip is frayed. It was also reported that there is difficulty penetrating the skin, no or very little flashback, and veins are blowing. This record is for patient on 14-apr-2019.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bevel area of the bd insyte-n¿ autoguard¿ shielded IV catheter tip is bubbled and the tip is frayed. It was also reported that there is difficulty penetrating the skin, no or very little flashback, and veins are blowing. The following information was provided by the initial reporter: material no.: 381511, batch no.: 8275532. It was reported that the bevel area of the catheter tip is bubbled and the tip is frayed. It was also reported that there is difficulty penetrating the skin, no or very little flashback, and veins are blowing. This record is for patient on (B)(6) 2019.